Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to low impedance on the right ventricular (rv) lead. In addition, there was noise noted during ventricular high rate episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became ex trinsically distorted due to pulling/stretching/overstress. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was removed and replaced. It was noted that there was a lead insulation breach. No patient complications have been reported as a result of this event.